Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) triggered an alert for low impedance. However, when the lead was checked, impedance was noted to be within normal range. The ipg remains in use. No patient complications have been reported as a result of this event.